Manufacturer narrative:
Continuation of d10: product ID a820, serial# unknown, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving unknown drug via an implantable pump for spinal pain indications for use. It was reported that they kept getting an orange light on the communicator when they plug it in to charge. The agent reviewed meaning of orange light. The patient also mentioned that it took 3-4 minutes to connect to the pump and sits on the retrieving pump setting screen. The patient asked if there was a, way to speed it up without changing the settings. The agent walked patient through how to clear data from the handset. The patient did not have the equipment with them at time of the call so no model/serial number were obtained. Additional information was provided from a consumer stated that the issue was resolved.